Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted during testing. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 275 mg/dl. The customer stated that when she was trying to bolus, she tried to enter the carbohydrates value, but the numbers kept increasing, then going back to zero. She was unable to press any other buttons, and after she tried to resolve the issue with a battery reinsertion, the alarm occurred. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.